Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device, with a 6fr sheath, after percutaneous transluminal angioplasty procedure. Reportedly, when the starclose se device was pulled back to position the locator wings against the vessel wall, the device came out of the artery without resistance. The physician felt the locator wings did not deploy. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician has been trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the vessel locator wings was not confirmed due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.